Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) leak in bottle connection block. When opened it presents a leak at the bottom of the block, the bottle is emptied instantly. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) leak in bottle connection block. When opened it presents a leak at the bottom of the block, the bottle is emptied instantly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the high pressure helium regulator (0103-00-0637), as well as, the regulator housing bushing (0358-00-0069) and the o-ring (0354-00-0208). The fse performed all safety and functional checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.